Event description:
It was reported that during use on patient, the batteries of cs300 iabp (intra-aortic balloon pump) didn't last. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b1, b4, g3, g6, h2, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the batteries. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.